Manufacturer narrative:
Device evaluation summary: the exact cause of the reported bifurcate aortic body infolding, and resulting proximal type ia endoleak due to an incomplete seal, could not be determined from the pre-implant films provided. Images during and post-implant were not provided, and the reported events could not be assessed. A returned pre-implant CT/3d film report revealed that the patients proximal neck ranged in diameter from 30 ¿ 34mm along the 15mm length, with significant levels of thrombus observed within the length of the aorta from the celiac artery continuous down to the distal aorta. The precise aortic flow lumen diameter could not be verified; however, based on scaling the flow lumen ranged from ~22 ¿ 24mm within the infrarenal neck, and ~19mm within the aaa. It appears likely that severe oversizing of the 36mm bifurcate within the thrombus filled neck may have led to the reported infolding which most likely occurred during implant. Lack of ballooning within the neck also may have contributed to the infolding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 53 mm diameter abdominal aortic aneurysm. The aortic neck length was 15 mm and the neck diameter was 30-34 mm. There was no calcification present in the neck, but severe thrombus was present. It was reported that during follow-up approximately 5 months post implant, a type ia endoleak was noted, with minimal aneurysm sac enlargement. The stent graft was apposed at the renal arteries, however appeared to be infolded in the body of the graft. It was reported that during the index procedure, the physician did not balloon aggressively, due to the thrombus present in the neck. The physician did not want to displace the thrombus into the renal artery. The physician thinks that the stent graft never expanded in the distal part of the body due to the thrombus in the aneurysm and not ballooning that area. The patient was taken to the or for treatment the following day. The physician aggressively ballooned the aortic neck and body of the stent graft with a reliant balloon. The physician then placed 6 endoanchors, focusing on the posterior wall. Further angiography showed no endoleak. The physician stated the cause of the event was due to anatomy; due to the extreme thrombus in the aortic neck and throughout the area where the body of the stent graft was. No additional clinical sequelae were reported and the patient is fine.